Event description:
The patient's mother reported that the keypad buttons were unresponsive to presses. She mentioned that when she was priming the pump, the "ok" button was stuck and the pump continued to prime. There was no reported patient impact due to the issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that the buttons on the keypad were intermittently responding to button presses. Evaluation revealed contamination in the form of adhesive under the button contacts.